Manufacturer narrative:
Date of event:the provided event date of (B)(6) 2014 was chosen as a best estimate based on the information that the patient noted her symptoms began shortly after the sling placement. This event was reported by the patient's legal representation. Implant surgeon: dr. Stacy dean boydassistant: dr. M. Smithrevision surgery surgeon: dr. Colin goudelockeerlanger health systemchattanooga, tennesseeblock h6:imdrf patient code e2328 and e1301 capture the reportable events of bladder outlet obstruction and voiding difficultyimdrf impact code f1905 captures the reportable event sling revision procedure.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a tvt + laparoscopic bilateral salpingo-oophorectomy + cystoscopy performed on (B)(6) 2014 for the removal of ovaries and stress urinary incontinence. The procedure was completed with no complications. The patient tolerated the procedure well and went to the recovery room in stable condition. On (B)(6) 2014, the patient underwent revision of mid-urethral synthetic sling and cystourethroscopy due to bladder outlet obstruction. The patient presented with frequency, urgency, and voiding difficulty after placement of a prior synthetic mid-urethral sling. Previous urodynamic evaluation had revealed elevated voiding pressures suggestive of bladder outlet obstruction. The patient noted her symptoms began shortly after her mid-urethral sling in may. During the procedure, the area of mid-urethral sling was identified by palpation, where there was a bit of a swan-neck deformity near the bladder neck. The sling was then identified, and a large right-angle dissector was used to dissect the sling away from the bladder neck and proximal urethra. Patient tolerated the procedure well, extubated, and transferred in stable condition to the recovery room.